Event description:
It was reported that there was a black particle inside a small volume folfusor. It is unknown when this observation was made. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 14e045 was manufactured may 18, 2014 to may 19, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.